Manufacturer narrative:
Investigation results: sample evaluation: one sealed 3ml packaged syringe with needle was received by bd (B)(4) and confirmed to be from batch #4051210 (p/n305271). One sealed packaged integra needle was received by bd (B)(4) and confirmed to be from batch #5302803 (p/n305311). The samples were visually evaluated. Syringe with needle ¿ no visual defects observed. The product was removed from package and activated in order to verify function. The needle retracted as designed with no issues observed. Needle ¿ no visual defects observed. Note: this component is not manufactured at the (B)(4) site. DHR review for batch 4051210 (p/n 305271): manufacturing dates: 03/12/2014 to 03/14/2014. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 4051210 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Based on the sample evaluation: ¿ unconfirmed: bd (B)(4) was not able to duplicate or confirm the customer's indicated failure. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. N/a, no defects were confirmed. CAPA is not required as no defects were confirmed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using a bd integra¿ 3 ml syringe with detachable needle, the needle failed to retract after vaccinating a patient. There was no report of serious injury or medical intervention.